Event description:
The patient underwent a laparoscopic rectal resection to address an intestinal mass. During the procedure the clip malfunctioned, a nail failure occurred. The patient subsequently recovered from the adverse event.

Manufacturer narrative:
The associated device has not yet been returned to microline. A full investigation will be conducted once the device is received.

Manufacturer narrative:
Despite multiple requests made, the specific device associated with this complaint was not returned to msi for evaluation within 30 days. A full investigation could not be conducted.

Event description:
The patient underwent a laparoscopic rectal resection to address an intestinal mass. During the procedure the clip malfunctioned, a nail failure occurred. The patient subsequently recovered from the adverse event.